Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Additional information: the suture placement was attempted with a proglide device using the pre-close technique via a 9f sheath.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation has not yet begun. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a calcified left common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to 16f and the tavi procedure was completed. Reportedly, during knot advancement of the first pre-place suture, the suture snapped. Hemostasis was achieved with the sutures of the second device pre-placed as well as manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.